Event description:
PICC [peripherally inserted central catheter] placed at bedside on child female in her right basilic vein under sedation. Procedure progressed as normally done using sherlock 3cg sensing system. Follow up chest x-ray showed small radiographically present curved shape. Cxr completed on [redacted date] noted the same finding on cxr [chest xray]. Chest CT showed a curvilinear metallic foreign body within a distal subsegmental branch pulmonary arterial of the right middle lobe. This foreign body may not be entirely occlusive as vessel opacification is seen distal to the foreign body. The team is now deciding whether it is more of a risk to leave it in or remove it.